Manufacturer narrative:
(B)(4). Product investigation completed. Product analysis confirmed the reported allegation of a cylinder bulge due to broken fabric threads. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient experienced pain on left side of penis for the last 3 months. A bulge of his existing cylinder was felt. Patient underwent a revision of his inflatable penile prosthesis (ipp) and a large aneurysm found in left cylinder. No other malfunctions. Right cylinder was in good condition with no other problems. No other adverse events. Cylinders and pump removed and replaced. Reservoir from 2016 surgery reused. No other problems observed.

Manufacturer narrative:
72402970, 410547012, reservoir 65 ml iz.

Event description:
It was reported that patient experienced pain on left side of penis for the last 3 months. A bulge of his existing cylinder was felt. Patient underwent a revision of his inflatable penile prosthesis (ipp) and a large aneurysm found in left cylinder. No other malfunctions. Right cylinder was in good condition with no other problems. No other adverse events. Cylinders and pump removed and replaced. . Reservoir from 2016 surgery reused. No other problems observed